Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of misfire. Additional information has been received and stated that. The lens did not exit the inserter in a smooth fashion and did not enter the incision made by the surgeon. The lens then curled up outside of the eye and the surgeon asked for a new lens. There was no harm done to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).